Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to hrns (high rate non-sustained) episodes and sic (sensing integrity counter). Recorded episodes show clear evidence of lead noise on the rvt -rvr (rvtip to rvring) egms (electrograms). A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.